Event description:
It was faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure air was noted due to faulty valve. It was confirmed that the air was noted in the first sheath (during first aspiration bubbles came through valve. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No irrigation was performed through first and second sheath and no patient complication was reported. The device is not expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.